Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -8.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with moisture and residue /debris on product. Visual inspection found no visible damage to lens and debris on the lens. Claim #(B)(4).